Event description:
Reportedly, after an implant duration of ten (10) years, one (1) month, and twenty-one (21) days, a valve-in-valve procedure was performed to implant a 29mm sapien 3 bioprosthetic valve into an existing 29mm mitral pericardial valve. The intervention occurred to correct stenosis. The cause of the stenosis remains unknown. Both devices remain implanted. The patient status is reported as well.

Manufacturer narrative:
This device is not available for return and evaluation because it remains implanted. The device history record (DHR) review is in progress. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The cause of the reported stenosis is most likely due to patient related factors. However, minimal information regarding this valve was received and subsequent attempts to get additional information regarding the condition of the device at the time of the procedure or possible contributing patient factors were unsuccessful; therefore, the clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No additional information is currently available regarding this event. If new information becomes available, a supplemental report will be filed. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.